Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Customer was unable to turn pump back on due to an undefined malfunction. Reportedly, customer reverted to manual injections for insulin therapy until replacement pump is received. Customer¿s blood glucose level was 218 mg/dl.